Manufacturer narrative:
It was reported that the device would not be returned for eval since it was discarded by the customer.

Event description:
It was reported that during the operation eepv was performed on lpv using the navistar thermo-cool catheter. When moving to rpv, the pt's blood pressure decreased and cardiac tamponade was found by echocardiography. Drainage was performed and the bleeding was stopped after 500 ml of blood was removed. The blood pressure recovered and the pt was in a stable condition. The pt was moved to ICU for observation. Additional info: per the physician, the event might not have been caused by the ablation procedure since a low power output of 25 to 30 watts was used. The physician suspected that the event was caused by handling of a non-bwi catheter.